Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was no damage to the battery compartment and no moisture or corrosion in the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: review of the black box data did not reveal any evidence suggestive of short battery life. On investigation, the battery cap that was returned with the pump for investigation secured to the pump properly. Electrical draws were evaluated and determined to be within specifications. The pump was exercised for 24 hours without duplication of battery life issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).